Manufacturer narrative:
B5 describe event or problem - updated. H6 patient codes - updated.

Event description:
Reprise IV study it was reported that left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading doses of 81 mg aspirin and 600 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter, in accordance with the directions for use (dfu) and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, post transcatheter aortic valve replacement (tavr), the subject developed left bundle branch block. The subject was hospitalized for further evaluation and treatment. Two days post index procedure, the subject was discharged on aspirin, clopidogrel and other anticoagulant medications. It was further reported that the left bundle branch block event was withdrawn.

Event description:
Reprise IV study. It was reported that left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading doses of 81 mg aspirin and 600 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter, in accordance with the directions for use (dfu) and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, post transcatheter aortic valve replacement (tavr), the subject developed left bundle branch block. The subject was hospitalized for further evaluation and treatment. Two days post index procedure, the subject was discharged on aspirin, clopidogrel and other anticoagulant medications.

Event description:
Reprise IV study. It was reported that left bundle branch block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading doses of 81 mg aspirin and 600 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 27 mm lotus edge valve. Balloon valvuloplasty was not performed. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter, in accordance with the directions for use (dfu) and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, post transcatheter aortic valve replacement (tavr), the subject developed left bundle branch block. The subject was hospitalized for further evaluation and treatment. Two days post index procedure, the subject was discharged on aspirin, clopidogrel and other anticoagulant medications. It was further reported that the left bundle branch block event was withdrawn. It was further reported that the lbbb was no longer withdrawn and is related to the valve. Two days post index procedure, the event was considered resolved.